Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received (via a manufacturer representative) from a healthcare professional regarding a patient with an implantable receiver. The patient informed the healthcare professional that a battery revision occurred in approximately 2005. There was no additional information regarding the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.